Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a crack in the barrel of the syringe. The following information was provided by the initial reporter: material no: 309657 batch no: 9302403. It was reported that a crack was found on the barrel of the syringe while injecting medication.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a crack in the barrel of the syringe. The following information was provided by the initial reporter: material no: 309657, batch no: 9302403 it was reported that a crack was found on the barrel of the syringe while injecting medication.